Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the charged coupled device unit, the monitor showed a black screen with no image. In addition to the reportable malfunction, the following components were scratched: the control unit, the grip, the light guide connector, the light guide-cover glass, switch 1, the video connector case, and the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope's image was not displayed when the power was turned on. The issue was found during preparation for use for a therapeutic procedure, which was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the interior of the image sensor unit has breakage and the output signal has not normally worked, the defect of the image sensor unit was caused since externally great stress like the unexpected stress due to the insertion at a tilt to the trocar and excessive twisting and bending, was applied to the image sensor cable, which resulted in the load being applied to the image sensor unit. The event can be prevented by following the instructions for use which state: ¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. Olympus will continue to monitor field performance for this device. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.